Event description:
It was reported to philips the system was giving a tube cooler error which resulted in exposure not being possible. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a diagnostic coronary procedure. The procedure was completed by move the patient to another room. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The system logfiles were checked and no tube errors or failed cine procedures were noted. Troubleshooting actions showed a problem with the cooling oil intermittently flowing due to the cooling unit¿s power supply malfunctioning. The fse replaced the cooling unit (cu 3101 for certeray) and returned the system to use in good working order. The codes were updated based on the investigation outcome.